Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, (B)(6). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: na, batch: 34665058.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed an infection in the right cortex. Although cultures were taken, the results were not disclosed. The patient was prescribed with antibiotics and underwent an explant procedure wherein the dbs system was removed. Patient is doing well, and explanted devices were retained by the facility and were not sent for further analysis.